Manufacturer narrative:
Analysis found that during the inspection at the time of receipt, it was confirmed that the threads of the handle screw and cable were deformed and that the holder was not fixed properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a servicing & repair via a manufacturer representative regarding a patient with lumbar spinal stenosis for decompression spinal therapy. It was reported that the screw atthe tip does not tighten. Staff tried to connect to the retractor frame, but the screws were too hard to connect. It was changed to the retractor by other companies and continued surgery. There is no impact to patient. The product come in contact with the patient. There were no further complications reported regarding the event.